Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine at 5 mg/ml via an implantable pump for non-malignant pain. It was reported that that the rep was instructed to go put the pump to min rate mode as the patient was close to passing away. The patient was non-communicative and the facility had no history or details so very little was known about the patient's health status. The rep stated upon interrogation there was a code 99 showing on the pump. The rep stated the logs revealed a short stall on (B)(6) 2024 lasting less than 30 mins and stall on (B)(6) 2024 with tube set error 48 hours later. There was no recovery in the logs and the rep believed even after updating the pump the code was still there. The rep was not with the patient and the tech reviewed if we could interrogate one more time it would be helpful to know if this was true stall or a telemetry state scenario, but it was unknown if the patient had magnetic resonance imaging (MRI) on either of the days where stalls show. Caller states she was able to update the pump to min rate and turn off alarms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the motor stalls was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.